Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the 'down arrow' button and the 'alarm silence' button on the right panel were non functional. The device was not in use on a patient when this event occurred.